Manufacturer narrative:
According to available information, this device remains implanted and will be replaced in the near future. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) device displayed the device had reached elective replacement indicators (eri) one month earlier. The patient with this device does not require pacing and has not received any ventricular tachycardia therapy. Impedance measurements were normal. There was concern that this device battery depleted more rapidly than expected. A replacement procedure is scheduled for the near future. The device will be returned for analysis upon removal. No adverse patient effects were reported.